Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking at the j-loop during power injection could not be verified due to the product not being returned for failure investigation. The mpxt5302-c set is rated for power injection according to the IFU up to a pressure of 325 psi. If the needs of the customer are outside of these parameters, please reach out to your bd sales rep for guidance. The root cause for the connection and leaking issue could not be found without a sample investigation. We understand the challenging connection between the spin collar and the male luer component to the catheter hub, and bd is available to help if the customer has any further issues. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that leakage occurred reported between the maxzero connector and the j-loop extension set during a power injection in CT.